Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, image is green. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer allegation stripes on the image is no problem detected and the most probable cause of the fiber bonding in the outer tube area (distal end) is damaged, image is green is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope experienced green and purple lines appear on the monitor during inspection for use. There were no reports of patient involvement.